Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca). The patient had multiple lesions and a previous percutaneous coronary intervention (pci). The patient presented with in-stent restenosis. A 3x25mm trek rx balloon dilatation catheter (bdc) was advanced to the target lesion, however when inflation was initiated, the balloon ruptured at unknown atmospheres (atm) and the patient coded due to an air embolization. Defibrillation and medications were used to stabilize the patient, followed by the implantation of three unspecified stents in the rca. Subsequently a 2.5x20mm trek bdc was used to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of air embolism is listed in the coronary dilatation catheters (cdc), trek rx global, instructions for use (IFU) as a known patient effect. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, unexpected medical intervention and medication required appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects of air embolism and cardiac arrest and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.